Manufacturer narrative:
Not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomerieux to report a false negative result in association with the bact/alert fn culture bottle. Subculture of the bottle grew brucella melitensis. Blood specimens were collected from a (B)(6) -year old male using two bact/alert&#59398;a culture bottles and one bact/alert fn culture bottle. All three bottles provided negative results after seven days of incubation. The laboratory technician observed a color change in the bottle. Smear and subculture resulted in positive growth of brucella melitensis. This result matched the result of a spine pus specimen processed via bact/alert fn culture bottle. The patient had been treated with ceftriaxone (2g/12h) and streptomycin (75 x 104u/day) antibiotics. The physician added doxycycline based on the spine pus result. Brucella is considered a rare and fastidious organism, and may take longer to grow and flag positive in the bottle. The customer can extend the incubation time to 14 or 21 days. Some labs require the doctor to notify the lab of possible brucella, so the bottle test time can be extended upon loading. Evaluation of the reflectance curves for the culture bottles indicates the algorithms flagged the bottles correctly. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to any patient's state of health. Biomerieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) contacted biomérieux to report a false negative result in association with the bact/alert® fn culture bottle an internal biomérieux investigation was performed. The investigation examined the bact/alert® manufacturing directions, including the quality control release testing documentation, and all results were within specification. Quality assurance subsequently released the lots for distribution to the field on 05mar16 and 11mar16. The bact/alert® fa and bact/alert® fn ifus were reviewed and provide sufficient caution to the user on the interpretation of a negative result. A report of "negative" result should not be interpreted as meaning the original product is sterile, as the negative status could be due to under-inoculation of the bottle, no organisms present in the inoculum, the number of organisms were too small for detection, or antimicrobial therapy affecting the organism. Biomérieux makes no claim on the fa or fn bottles neutralizing any antibiotics. Brucella melitensis is an aerobic organism and a negative result in a anaerobic bact/alert® fn bottle is expected. As stated above, there are several factors that caused the blood specimen in fa bottles to flag negative while the pus sample flagged positive. The pus sample will have a higher concentration of organism and will not likely be affected by antibiotics being administered. Organisms are often few in numbers and may appear intermittently in the blood stream. The most probable root cause in this investigation was not determined as the results indicate the bottles performed as expected.